Manufacturer narrative:
Items returned for evaluation: -pusher. -implant. Items not returned for evaluation: -introducer. -shrink lock. -dispenser hoop. -microcatheter. The visual analysis of the returned items found the pusher returned with no implant attached, but no signs of activation was observed on the pusher heater coil. The implant was returned damaged, deformed and separated from the pusher. The investigation of the pusher found the monofilament broken, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the implant damaged, deformed, and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: while positioning/repositioning coil, dr. Noticed a difference in feel. While pulling coil back under fluoro, it was noted that the pusher wire detached while still in the microcatheter. Coil was snared and removed from patient. No patient injury reported.

Event description:
As reported: while positioning/repositioning coil, dr. Noticed a difference in feel. While pulling coil back under fluoro, it was noted that the pusher wire detached while still in the microcatheter. Coil was snared and removed from patient. No patient injury reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.